Event description:
It was reported that the target lesion was located in the distal peroneal artery with heavy calcification. The command guide wire crossed the lesion successfully. Then, several unspecified balloon catheters were advanced, however could not cross the lesion. Another non-abbott balloon catheter was advanced for guide wire exchange and the command guide wire was retracted. However, the guide wire became stuck during retraction and both devices were removed as a unit. Outside the anatomy, the command guide wire was retracted from the catheter and the polymer coating was noted to be peeled. No devices were able to cross the lesion and the procedure was concluded. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damaged polymer was able to be confirmed. The difficulties removing the balloon catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.